Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.

Event description:
The drill bounced off the ridge during drilling phase of the implant placement procedure, wrapped up in the gauze, and paused towards the throat of patient. The drill caused an abrasion in the throat region that required suturing. No further injury was reported as a result of this event.